Event description:
Healthcare professional reported "(B)(6) has been having issues opening our implants. Removal from the outer packaging has been struggle some and the paper top coming off inconsistently making it hard to keep the implant sterile." Surgery was completed with the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for report: issue opening implant packaging, removal from outer packaging is a struggle, inconsistency opening.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/apr/2024.

Event description:
Healthcare professional reported " abbotsford has been having issues opening our implants. Removal from the outer packaging has been struggle some and the paper top coming off inconsistently making it hard to keep the implant sterile." Surgery was completed with the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: observed delamination outer lid. No additional observations. A further investigation is requested to analyze the event of lid delamination.

Event description:
.Healthcare professional reported " (B)(6) has been having issues opening our implants. Removal from the outer packaging has been struggle some and the paper top coming off inconsistently making it hard to keep the implant sterile." Surgery was completed with the device.